Event description:
Procedure: urological and gynecological. According to the reporter: the pt underwent surgery for treatment of pelvic organ prolapse and other symptoms. Allegedly, the pt experienced pain, injury and has undergone corrective surgery. According to the pt's operating room nurses notes, the preoperative diagnosis included cystocele and valve prolapse, and the operative procedure performed included anterior repair and vault suspension using mesh, and cystoscopy."

Manufacturer narrative:
(B)(4).